Event description:
This pt was readmitted to the hospital in 2003, following claudication complaints (bilateral). The left leg, however, was only treated. At the level of the external iliac artery, a stenosis of 30-40% was dilated. Within the proximal part of the sirocco stented area, an instent restenosis of about 60% was dilated. The outcome was good. The pt is a male. The index procedure took place in 2002. The target lesion was located in the left superficial femoral artery. The target vessel was straight at the lesion site. The lesion was de novo, calcified, and occluded covering side branches. The lesion length was 50mm. The physician used an ipsilateral approach to access the lesion. Lesion pre-dilated (6atm). Percentage stenosis after pre-dilation was 20%. A dissection was noted proximal and distal to the lesion. One smart stent was implanted in the lesion. The percentage of stenosis following stent placement was 0%. There was no dissection noted. Medications: aspirin was given twenty-four hrs before the procedure. In 2003, a restenosis within the proximal portion of the sirocco stent of approx 60% was diagnosed and repaired with angioplasty.

Manufacturer narrative:
The prod is not available for eval and testing. Add'l info will be submitted 30 day upon receipt.